Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was not completed, there was no known patient injury reported. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. Device evaluation was completed and was able to confirm the reported event. Root cause of this event seems to be a manufacturing related issue.

Manufacturer narrative:
The incident sample has been received and is pending a completed evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
During the initial implant procedure when the physician removed the introducer delivery system from the patient, a plastic threadlike material was seen coming from the tip of the introducer out of the patient leg. No other material was observed. The physician completed the procedure and the patient is stable.